Event description:
According to the customer, when gloving surgeon sterility and place hand in gloves they had torn 5 different pairs of (B)(6) size 7.5 at presentation.

Manufacturer narrative:
According to the customer, when gloving surgeon sterility and place hand in gloves they had torn 5 different pairs of (B)(6) size 7.5 at presentation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.